Manufacturer narrative:
We are continuing to investigate the cause of this event as a malfunction. At this time, the alleged malfunction could not be disproved. Although no deaths or injuries have been associated with this report, this event is being reported as there is a potential for serious injury if it were to recur. This is based on the possible compromise of visualization during treatment such that the physician ablates in an unintended area.

Event description:
During an ablation procedure, thermal dosage lines were not visible while treating and firing the laser. Heating was not observed when firing the laser and post-op scans were required for each treatment performed. The connector module and probe were replaced, the system was restarted and new scans were taken. There was no confirmation of treatment. The procedure was completed and no adverse events were reported.

Manufacturer narrative:
Device evaluation: evaluation of the device confirmed that the event of phase data corruption is due to the setting of a ge feature called asset (array spatial sensitivity encoding technique). This is a required parameter per the instructions for use (IFU) for ge scanners. This event is related to a ge pulse sequence parameter that must be enabled asset for magnetic resonance (mr) thermometry when using a multi-channel coil. This is typical of the majority of neuroblate cases on ge scanners.